Event description:
The customer reported intermittent communication errors. No pt or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, generator driver to backplane cable and a power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.